Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the procedure was completed by using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The connection was not re-established. The customer was using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022. The correction has been implemented and the system has been returned to use in good working order to be implemented on the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working and having connection issues. The system was in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch as well as the wireless footswitch base which returned the device to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.